Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to shorted u727 and u728 components on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the components. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt for that was returned for investigation into an unrelated issue, a reportable problem was found. Electrode belt sn (B)(4) failed incoming functionality testing.